Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was inaccurate and the network time portal needed to be updated. The technical support specialist (tss) connected remotely and found the time was 5min behind. The technical support specialist updated the network time portal server and set the windows time service to automatic with the help of knowledge article. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time was off. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.